Event description:
Treatment of a stroke in a non-tortuous anatomy. During the mechanical thrombectomy, it was reported that the cello was introduced with a short 8 fr sheath, the 5 max could not be advanced. Then the marksman and solitaire were advanced and retrieved the clot with timi (thrombolysis in myocardial infarction) 2b flow. The cello could not be deflated for two minutes, so the physician had to use a 60cc syringe in order to deflate the cello. The flow was now timi 1 flow. The solitaire was re-introduced to retrieve more clot and the procedure completed without issues. The final timi flow was 2a. The patient was reported to be in good condition.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).